Event description:
The hcp reported the pt was experiencing withdrawal symptoms including increased spasticity, headache, fever, and sweating. A rotor study was done that demonstrated a rotor stall. The pump was explanted and replaced and returned to the manufacturer for analysis.